Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure it was found that the atrial lead exhibited elevated capture threshold in multiple locations. The multiple attempts to place the lead led to the helix failing to extend later. The lead was exchanged with another to complete the procedure. Patient had no symptoms and was stable after the procedure.